Event description:
Later, healthcare professional reported "presence of small invaginations/accommodation folds, scattered throughout the capsule" presence of small invaginations/accommodation folds, scattered throughout the capsule via ultrasound and grade iii of capsular contracture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Device has been explanted.

Event description:
Patient reported a right side "contracture, pain and encapsulation". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.